Manufacturer narrative:
Secondary surgery. Low.

Event description:
The reporter stated the surgeon implanted a 11.5mm implantable collamer lens in the pt's right eye (od) in 2008. The lens was explanted in 2009 due to low vaulting. The lens was exchanged for a longer lens.